Event description:
Service was requested on this device based upon a report of underinfusion being found during biomed testing. The facility's representative reported that there was no record of any pt incident associated with this device since the last baxter service event.